Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the fse did not find an instrument malfunction. During troubleshooting the fse cleaned the wash ports. Quality controls were then run, all of which were within range. Multiple patient samples were run and resulted as expected. The cause of the discordant, falsely elevated glucose result is unknown. This instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely elevated glucose result was obtained for one patient sample on an advia 2400 instrument. The discordant result was not reported to the physician(s). The sample was rerun on another analyzer and resulted lower. The rerun result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated glucose result.